Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a dose of 335 ug via an implantable pump. It was reported that around (B)(6) 2026, spasticity was observed to be more severe than before and it was under observation. On (B)(6) 2026, during the refill, the drug solution volume was 13 ml, which was significantly exceeded the estimated volume of 3 ml. The physician stated that a catheter kink around the pump area was suspected. A roller test and catheter test were scheduled for (B)(6) 2026. There was no causal relationship with the drug. It was unknown if there was a causal relationship with the catheter, pump, programmer or procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown. Implanted: (B)(6) 2026: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.